Manufacturer narrative:
Merge support worked with the customer, some settings on the capture station were changed. The customer indicated that with the changed settings, the capture station was working as expected.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare was notified that a camera went down and was no longer operational, while patients were waiting for testing. A replacement camera was brought in and patients were rescheduled at a later time. Due to merge eye station not functioning as expected, patient's imaging may be delayed which can lead to a delay in diagnosis or treatment. While a delay in care was reported, no known direct patient harm or adverse event occurred as a result of this delay. (B)(4).